Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, too much space at the connection between the catheter connector and the pressure reducing sleeve. The devices were used on patients, there was no impact on the patient or hcp. No other information was provided. It was reported this occurred with five devices. This report addresses the fourth device.